Event description:
The customer, a biomedical engineer, contacted physio-control to report that while in manual mode their device would not charge, in order to defibrillate, during a recent patient event. There were no adverse effects to the patient as a result of the reported issue. The biomedical engineer advised that the patient did not require defibrillation and regained a normal sinus rhythm on their own. No further details about the patient or the event were available.

Manufacturer narrative:
(B)(4): following the patient event the device end users tested the device but were unable to duplicate the reported issue. The device was then given to the facility biomedical engineer for evaluation. The facility biomedical engineer was also unable to duplicate or verify the reported issue.the device was then returned to physio-control for examination.physio-control evaluated the customer's device but also was unable to duplicate or verify the reported issue. After observing proper device operation through functional and performance testing the device will be returned to the customer for use.